Manufacturer narrative:
Pt info: under european law, pt info is considered confidential and will not be released by the hospital. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The hospital reported that the pt was moved from the operating room (or) to the ICU. Pt was disconnected from a transport monitor and a transport ventilator, with the intention of reconnecting the pt to the ICU equipment. Clinicians were reportedly focused on the pt's arterial pressure, due to an issue with the catheter, and thus did not notice that the ICU ventilator (engstrom) was in standby mode and alarming. Approx 10 minutes later, the pt reportedly went into a cardiac arrest, and was successfully resuscitated. The pt was moved back to the operating room and it was then noticed, when the transport equipment was put in place that the engstrom had inadvertently not been turned on.